Event description:
A balloon developed a leak on the first inflation at approx 2-3 atms during a tibial angioplasty via a contralateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the uf. Therefore, no analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation of if balloon ruptures during dilatation, immediately discontinue the procedure, deflate the balloon. Do not reinflate and remove carefully."